Manufacturer narrative:
On site investigation conducted by isi field service engineering (fse) discovered that the power supply was defective. The system was repaired by replacing the power supply. As of 2008, there have been no reported recurrences of the issue at this hospital.

Event description:
It was reported that 30 minutes into a da vinci s prostatectomy procedure, the pt side cart (psc) switched to battery power. An isi technical support engineer attempted to troubleshoot the issue via telephone and had the site try multiple power outlets and powered off the psc, however, the issue could not be resolved. No pt harm was reported. The procedure was converted to traditional open surgical techniques to finish the planned surgery.